Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens was torn during insertion (tear located on lens periphery) through the injector. Lens/device was loaded or prepped for loading using company injector and cartridge. Subsequently the lens was removed during initial procedure and completed with another lens. Main incision was increased to explant iol during initial surgery.

Manufacturer narrative:
Returned photo shows an intraocular lens (iol) on a steri strip. One haptic appears to be bent/deformed, due to the quality of the photo, no further observations can be made. One haptic appears to be bent/deformed, due to the quality of the photo, no further observations can be made. Based on our observation of the attached photo, one haptic appears to be bent/deformed, due to the quality of the photo, no further observations can be made. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.